Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 9fr and during the tavi procedure the sheath was upsized to a 18fr and 22fr sheath. Reportedly, the proglide device failed to capture the vessel edge with six proglide devices. A seventh proglide was placed; however, the suture came out of the artery when the 9fr sheath was exchanged for an 18fr sheath. The sutures of two additional proglide devices were successfully pre-placed in both access sites. When the tavi procedure was completed, the successfully pre-placed proglide sutures achieved hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other six proglide devices referenced are filed under separate medwatch MFR reference numbers.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, two sterile devices with the same lot number as the reported device were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. No manufacturing issues or abnormal observations were detected.